Manufacturer narrative:
(B)(4). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a revision surgery due to non-union. The screws were found to be loose in the patient¿s bone. No additional patient complications were reported.